Event description:
Resident out of bed in geri recliner, ventilator dependent. Plv102 directly behind resident on dresser. Recliner at approx 45 degrees (back of recliner). 1pm: resident stable. 1:25pm: cyanotic, no pulse, bp 80/palp. Ventilator off. Resident expired. Investigation - when geri recliner pushed back, handle pushed against on/off ventilator switch. Turned ventilator off. No audible sound as switch has plastic cover.